Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10792, 1627487-2019-10793, 1627487-2019-10794, 1627487-2019-10795, 1627487-2019-10796, 3006705815-2019-03646. It was reported the patient experienced uncomfortable stimulation with their scs system. Troubleshooting was unable to resolve the issue. As a result the patient underwent surgical intervention on (B)(6) 2019 wherein the entire scs system was explanted.